Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. No phaco tip was returned for the system not working as it should when sculpting. No lot number for the tip was identified with this complaint; therefore, a lot history review could not be conducted. The lot specific for the sleeve is not known; therefore, lot history and device history record reviews were not possible. The root cause of the customer's complaint could not be determined. A sample has not been received. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the system was found not to be working as it should during the sculpting phase in a cataract surgery. There was no phaco and no water. The balanced salt solution (bss), handpiece, tip and sleeve were exchanged. The issue was solved when the tip and sleeve were replaced. Per the nurse the event was due to the fact that the tip had not been properly fitted to the handpiece. No patient harm was reported. Additional information has been requested.